Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) - impactor. Visual examination of the provided pictures identified the shaft of the handle has many dents and scuffs. Provided picture does not show the fracture site. Unable to confirm device fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event in unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event infomration to report at this time.

Manufacturer narrative:
(B)(4). Foreign source: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while beating of the broach handle (making the lodge for the mandrel), there was damage (breakage of the top surface) to the top surface of the broach handle. There were no health consequences or impact to the patient. It was reported that no further information is available.